Event description:
It was reported to medtronic minimed that the customer experienced two damaged sensors upon receiving the package and sterility was compromised. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. Customer reported packaging issue. Packaging reported as not sealed properly, misshaped, or sterile packaging not intact. No harm requiring medical intervention was reported. The customer discontinued the use of the device. Mmt-7040a was requested and customer responded the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used sensor and performed visual inspection and found needle separated from sensor base and sensor was already used and connected to transmitter, unable to confirm sensor damage before received in summary, the customer complaint of the sensor damage could not be confirmed. Sensor contact pad shows sensor was connected to the body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.